Event description:
On 19/dec/2023 during follow-up fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 2090 /mm3, polymorph cells = 86%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with an initial loading dose of intraperitoneal (ip) vancomycin 2000 mg (subsequent doses decreased to 1000 mg every 3 days) and fortaz 2000 mg to dwell for 8.0 hours daily (duration not provided). The patient¿s peritoneal effluent culture result returned negative for growth (date not provided), and the patient¿s fortaz was discontinued. The patient was also prescribed topical nystatin powder for 28 days after receiving the peritoneal effluent culture results. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn stated the peritonitis was ruled a sterile peritonitis, therefore the exact cause is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The pdrn reported the peritonitis was ruled a sterile peritonitis based on the peritoneal effluent culture results, therefore the exact cause is unknown. However, those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. Per the knowledge of this reviewer, the patient continues to utilize the same liberty select cycler without reported issue. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 19/dec/2023 during follow-up fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 2090 /mm3, polymorph cells = 86%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with an initial loading dose of intraperitoneal (ip) vancomycin 2000 mg (subsequent doses decreased to 1000 mg every 3 days) and fortaz 2000 mg to dwell for 8.0 hours daily (duration not provided). The patient¿s peritoneal effluent culture result returned negative for growth (date not provided), and the patient¿s fortaz was discontinued. The patient was also prescribed topical nystatin powder for 28 days after receiving the peritoneal effluent culture results. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn stated the peritonitis was ruled a sterile peritonitis, therefore the exact cause is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.